Event description:
The patient's lead was replaced due to high impedance. No additional relevant information has been received to date.

Event description:
The patient's model 102 generator was completely depleted before surgery and could not be interrogated. The header cavity and the lead pin were irrigated and the pin was inserted multiple times into the replacement model 1000 generator, high impedance did not resolve. The surgeon believed the impedance was likely an issue with the lead. The devices were replaced and discarded after surgery. The patient had no history of trauma to the device area and no history of falls.